Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was determined that loss of connection was related to the mobile application. A data investigation will not be performed as signal loss up to one hour is within specification. The probable cause could not be determined. No additional event or patient information is available.